Event description:
It was reported that on (B)(6) 2017 doctor elected to aspirate 10cc of blood-tinged fluid on from patient's knee joint, 12 days later doctor injected 20.5mci of tc 99m hdp due to pain and swelling.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. A review of complaint history revealed no prior complaints for the listed lots. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Our clinical/medical team concluded, based on the available information; the root cause of the ¿effusions and instability¿ cannot be concluded. It is unknown if the ¿scar tissue¿ or if the needed larger insert contributed to the issues. A causal relationship of the prosthesis to the ¿effusions and instability¿ has not been demonstrated at this time. Also reported was a fall ¿at work¿ post-revision; she was taken to the hospital from ¿the stadium¿. This event reportedly slowed down her recovery from the revision. No other follow up information was provided at this time. Without the actual product involved, our investigation cannot proceed. If the devices or new information is received in the future, these complaints can be re-opened. No further actions are being taken at this time. We consider this investigation closed.